Manufacturer narrative:
A specific root cause could not be identified. Further investigation of the provided calibration data ruled out a reagent problem and review of the analyzer alarm trace did not indicate a system malfunction. Most likely a preanalytic issue, such as insufficient centrifugation was the actual root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result was 560 umol/l and was released outside of the laboratory to the clinicians. As the result was different from the previous result for the patient, a repeat sample was sent to the laboratory. The result for this sample was 70 umol/l. Based on this result, the original sample was repeated and the result was 71 umol/l. The customer was unsure if the repeat testing was performed on the same analyzer. The patient was not adversely affected. The reagent lot number was 138897 with an expiration date of 12/31/2016. Based on the provided reaction monitors, it appeared the initial questionable result was due to a combination of too much sample and gel or fibrin impurities. Most likely aspirated gel or fibrin debris stuck to the tip of the sample probe which carried additional droplets of specimen and were ejected together into the measuring cell.